Manufacturer narrative:
A ge service rep performed an on site investigation. The connector and socket were cleaned during the service call.

Event description:
The customer reported that the 9900 system had a charger error message. No pt injury was reported.